Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine spasm ('severe cramps in uterus area') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine spasm (seriousness criterion medically significant) and experienced menometrorrhagia ("severe heavy bleeding off & on with irregular periods"), allergy to metals ("sensitivity to certain metals"), fatigue ("extreme fatigue"), pain ("unexplained all over pain") and arthralgia ("lower region hip pain"), 10 months 27 days after insertion of essure. Essure treatment was not changed. At the time of the report, the uterine spasm, menometrorrhagia, allergy to metals, fatigue, pain and arthralgia had not resolved. The reporter considered allergy to metals, arthralgia, fatigue, menometrorrhagia, pain and uterine spasm to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine spasm ('severe cramps in uterus area') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine spasm (seriousness criterion medically significant) and experienced menometrorrhagia ("severe heavy bleeding off & on with irregular periods"), allergy to metals ("sensitivity to certain metals"), fatigue ("extreme fatigue"), pain ("unexplained all over pain") and arthralgia ("lower region hip pain"), 10 months 27 days after insertion of essure. Essure treatment was not changed. At the time of the report, the uterine spasm, menometrorrhagia, allergy to metals, fatigue, pain and arthralgia had not resolved. The reporter considered allergy to metals, arthralgia, fatigue, menometrorrhagia, pain and uterine spasm to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.